Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant coordinator that the pt had a recent history of gastrointestinal (gi) issues. The pt was presented with nausea/vomiting (n/v), blood in urine and stool. The pt decided to discontinue coumadin dose due to suspected gi bleed. The pt became fatigued, jaundiced, lactate dehydrogenase (ldh) increased and the aortic valve was opening on every beat. It was noted that the pt had an unstable social situation, intermittent electricity and non-compliance issues. A decision was made to exchange the lvad with another lvad.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. The attached user facility report was rec'd from the (B)(6) registry.